Event description:
On 2/26-cardiac catheterization in progress. Balloon was inflated in prior stented artery. Balloon burst and part broke off from catheter and migrated to right femoral artery, then seemed to float downstream. Unable to find upon exploration of groin. No foreign body found. Circulation in right leg improved.